Manufacturer narrative:
Emdr section h6, codes a0413, d15 and d12 updated for an additional information. Evaluation summary: the imaging evaluation showed the following: ¿ three intra-operative angiogram video clips provided for evaluation. ¿ video #3 shows: ¿ video appears to show a balloon at the proximal end of the partially expanded gore® tag® conformable thoracic stent graft with active control system. ¿ the delivery catheter is being withdrawn toward the distal end of the devices. ¿ the leading olive is seen proximal to the level of the distal end of the most proximal ctag. ¿ ballooning begins distally. ¿ video #2 shows: ¿ the distal portion of the proximal ctag appears to be expanded. ¿ the leading olive is being moved proximally and ballooning is taking place. ¿ as the leading olive is being moved proximally, re-ballooning is taking place at multiple levels. ¿ ballooning is seen also at the very proximal end of the proximally implanted ctag. ¿ images show continuous ballooning throughout the proximal implanted device is successful in fully expanding the gore® tag® conformable thoracic stent graft with active control system. ¿ video #1 shows: ¿ images show the proximal end of the gore® tag® conformable thoracic stent graft with active control system is implanted just distal to the left subclavian artery (lsa). The device evaluation showed the following: ¿ the secondary deployment line (sdl) that remained connected to the secondary deployment knob measured approximately 99.5cm. This is significantly shorter than the approximate 155 cm sdl attached to the deployment knob of a fully deployed secondary sleeve on a separate 31x31x15 device. A length of 99.5 cm corresponds to the approximate location of the distal end of the endoprosthesis on a 31x31x15 device. ¿ the length of the returned sdl is indicative of the line breaking, supporting the physician¿s observation of the device remaining at intermediate diameter following secondary deployment. ¿ secondary deployment not occurring is likely due to the secondary deployment line breaking. The core and outer wrap of the fiber appear to have experienced an initial cut or damage. It is possible that the initial damage to the fiber contributed to the fiber break due to tensile forces during deployment. The cause of the potential initial damage to the secondary deployment line could not be determined with the currently available information. ¿ it was reported that the device migrated distally of the intended destination during balloon dilation. The reported device migration could not be confirmed with the currently available information and no root cause could be determined.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2026, the patient underwent endovascular treatment for ischemia of the left lower limb due to an acute type b aortic dissection using the gore® tag® conformable thoracic stent graft with active control system. A lunderquist dc guidewire and a 20 fr gore® dryseal flex introducer sheath were inserted. The first gore® tag® conformable thoracic stent graft with active control system was implanted distally in the descending aorta. Subsequently, implantation of a second gore® tag® conformable thoracic stent graft with active control system was attempted proximally, with its proximal end positioned immediately distal to the origin of the left common carotid artery (aortic side). After primary deployment, strong resistance was encountered when pulling the secondary deployment handle; however, the handle was pulled fully. The secondary sleeve could not be released, and secondary deployment was not completed. Thereafter, the red lockwire handle and the angulation assembly handle were removed, but the secondary sleeve remained unreleased. After removal of the catheter of the second gore® tag® conformable thoracic stent graft with active control system, balloon dilation was performed at the proximal portion of the second stent graft using a gore® tri-lobe balloon catheter, but it was ineffective in expanding the stent graft. Balloon dilation was then performed at the distal portion of the second stent graft; the secondary sleeve was released and the stent graft expanded, limited to the ballooned segment. Balloon dilation was subsequently performed from distal to proximal along the second stent graft. Ultimately, the secondary sleeve was completely released. It was reported that the second gore® tag® conformable thoracic stent graft with active control system migrated distally by approximately 10 mm during balloon dilation. It was suspected that the secondary deployment line might have been broken.